Manufacturer narrative:
Based on the claim against the product by the customer noting clip application failure, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The instrument was analyzed and found to have one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded on the grips. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint regarding grip failure was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of severely bent grips with an offset = 0.05¿ is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This complaint is considered a reportable event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the medium-large clip applier instrument failed to release one side of the clip after closure. The clip was set on the tip of the forceps. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with a nurse and obtained the following additional information: the instrument was inspected prior to use and no issue was found. The user could not remove the clip from the instrument after closing the clip applier. The instrument jaws remained static when the surgeon commanded the movement. The issue was not related to unexpected motion of the clip applier while attempting to apply the clip. The clip was successfully closed. The customer was using the medium-large hem-o-lok clips. The customer confirmed the target tissue was within the specific diameter. The issue was resolved by using a backup instrument.